Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: during testing, the pump powered on with intact auditory and vibratory alerts but a persistent blank screen display. The review of the alarm history showed multiple consecutive (cs054/cs052/cs012) alarms which may cause the display to be blank for several seconds. Technical analysis revealed a slave processor u17 failure. The pump cover was removed and no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.